Event description:
It was reported that balloon rupture occurred. There were 3 sizes ( 8, 9 or 10x40) of charger pta balloon dilation catheters used to treat the target lesion. The catheters were inflated with a syringe and one "popped." The procedure was completed.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).